Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be a slightly offset jack connector, designator j505, on the analog pcb assembly. The issue resulted in event codes in the memory and an intermittent leads off condition. A replacement device was provided to the customer.

Event description:
It was reported that the device had the wrench icon illuminated. Physio-control evaluated the device and verified the reported issue. Furthermore, the device was not able to deliver defibrillation therapy in the observed condition. There was no pt use associated with the event.